Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the air/water nozzle. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: labels has a minor peeling; air/water nozzle had a leak; switch4 had minor scratches; forceps passage - broscope had multiple kinks and scratches; kontrol knob movement had a loose place; distal end plastic cover had dents and scratches; objective lens had deep scratches; light guide lens was cracked and had peeling glue on cement; the nozzle was clogged; bending section cover or distal sheath rubber was cracked; insertion tube had scratches and cuts; and light guide tube had a cut and hole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had broken big wheel/problems related to parts the control section. The issue occurred during procedure. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle was clogged. This report is being submitted to capture the reportable malfunction found during evaluation.